Manufacturer narrative:
This product was reported in error and is a duplicate report. This product has been reported on (B)(4). Depuy considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient suffers from pain and excessive levels of chromium and cobalt.